Event description:
It was reported that metal powder/shavings was adhering to the tip of drill bit when the nurse opened the package. It was also reported that there was no adverse consequences as a result of this event. It was further reported that another radiolucent drill bit was available and the procedure was completed without further problems.

Manufacturer narrative:
The radiolucent drill bit subject to this investigation was not returned to manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.